Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 5mm, 180 x 50mm was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause may be attributed to a patient related issue. The failure may be caused due to not following the post operative instructions and warnings which led to the breakage of the pin. Therefore, no nc has been raised. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: important information for doctors and or staff[¿] no fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone.the fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.[...] Post-operative[...] Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.[...]informing the patient[...] Explain also the need to appear for the postoperative examinations (e.g. X-ray checks)[...] Adverse effects[...]these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions.[...]loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
Pin was inserted approx 2 weeks prior - left side - surgeon removed the broken pin and put patient in a cast/sling.

Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 5mm, 150 x 40mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the front part of the pin is indeed completely broken off. Some very strong deformation / damages are also clearly visible on the front threads (just below the breakage). Unfortunately we are not able to determine the cause of these damages as no further details could be obtained. These characteristics clearly indicate that far too much mechanical force had has resulted in the breakage (overload beyond its calculated capability, possible patient impact during weight bearing). A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: important information for doctors and or staff[¿] no fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.[...] Post-operative[...] Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.[...]informing the patient[...] Explain also the need to appear for the postoperative examinations (e.g. X-ray checks)[...] Adverse effects[...]these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions.[...]loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Pin was inserted approx 2 weeks prior - left side - surgeon removed the broken pin and put patient in a cast/sling.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Pin was inserted approx 2 weeks prior - left side - surgeon removed the broken pin and put patient in a cast/sling.